Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Repair evaluation information was received on 9/11/2025 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging lung cancer. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, the manufacturer inspected externally and internally and observed a dust-like contaminant was observed on the top enclosure, front panel, pca, blower box cap, exterior of the blower box, inside the inlet of the blower box, rear panel, bottom enclosure, blower, blower seal, blower isolators, and blower box. The manufacturer observed feather-like particles were observed on the rear panel, bottom enclosure blower seal, and blower isolators and a possible insect carcass was observed on the bottom enclosure. They also observed keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms. Sections d8, d9, h2, h3, h6 has been updated in this report.